Event description:
During evaluation of a home choice transfer set a leak was found. In leak testing the tubing separated from dark blue connector.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was returned and evaluated. The reported condition was confirmed. Visual inspection found that the transfer set tubing was separated from dark blue female connector. A cause was not able to be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.